Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that approximately ten days post implantation procedure, the patient developed swelling. The patient was evaluated by several doctors. It was noted that the patient had a large hematoma. The implanting electrophysiologist evacuated the hematoma. The pocket was evaluated for bleeding and was cleaned thoroughly. The packet was re-evaluated the following morning. The patient tolerated the procedure well, there were no complications, and there was no sign of infection per the physician. The physician did not feel that the device caused the hematoma, but that arm movement along with dual anti-coagulation medication were the root cause.